Manufacturer narrative:
Study event. There was no device malfunction reported. Hypotension is a known potential adverse event associated with the use of the device as listed in the xact stent instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: during and after the procedure. It was reported that during a left internal carotid artery stenting procedure, after balloon inflation with a viatrac balloon, the pt became hypotensive. Treatment included dopamine and a saline bolus. One day post procedure, the pt was weaned off of the dopamine and started on midodrine. Two days post procedure, the pt was discharged to home with orders to continue taking the midodrine. Although requested, there was no additional info provided.